Manufacturer narrative:
(B)(4). Date sent: 8/15/2023. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Unknown.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) * what is the most current patient health status? * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9c75w, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler fired but only stacked on one side at gastric bypass vertical line pouch. The first two times fired well, on the third time it went wrong, the pouch is stacked over with a new device. Then it was stapled correct. No patient consequences reported. No further information is available.